Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the alleged malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). And the backlight inverter pcbs were updated and the ventilator passed self-testing.

Event description:
It was reported that, during patient use, the graphic user interface display was inoperable. No harm to the patient reported.